Event description:
It was reported that, "pt called to report that he received a left stryker hip, and he is experiencing a squeak from the hip. Pt does not want stryker to follow up with his doctor or to pursue this issue any further, was just curious about the sound and if we had ever heard of that before. He is experiencing no other negative symptoms. This is a very active pt into martial arts and surfing."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.